Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery after a recent change in setting of ophthalmic system patient experienced unstable anterior chamber, elevated posterior capsule and rupture of the posterior capsule, treatment was provided and the surgery was completed. Additional information has been requested none received till date.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not testing. The manufacturing device history record (DHR) was reviewed. The device history record was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. As no onsite assessment was performed, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).